Event description:
The reporter stated the surgeon has seven patients that were noted to have uveitis, after implantation of the cq2015 collamer three piece lens. It was reported that "a couple of the patients have improved over time, but some have had persistent uveitis". This event has occurred over a nine to twelve month period. The reporter stated some of the patients were diabetic and all the lenses remain implanted. No further documentation or details were provided at this time and requests for additional information have not been answered.